Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient was having an attune revision knee. The patient had a competitor product in the knee. The attune knee was prepared as per technique. The femoral and tibial stem were overreamed by 1mm. The broaches for the femur and tibia sat perfectly, and the trials sat correctly. The implants were assembled correctly. The tibial tray sat proud 2mm. Luckily, we could downsize the insert. During impaction of the femoral construct, the patient's femur cracked on the anterior surface. The surgeon had to use a cable to keep the crack from propagating. The surgeon used partial coated sleeves on both the femur and tibia. These items sitting proud, or cracking bone is a common issue with this system. The pressfit is too much. This was not an issue with this surgeon and the close to a thousand sigma revision knees that he performed. There was a surgical delay of 15 minutes. Right knee.